Event description:
It was reported an endoscopic retrograde cholangio pancreatography procedure was performed on 3/25/98 on a pt with multiple stones. Difficulties were encountered upon removal of an impacted gallstone. The stone was successfully engaged, however, difficulty was encountered attempting to crush the impacted stone with subsequent tissue entrapment. Unsuccessful attempts to dislodge the stone followed. The device was cut on the proximal end and the stone was successfully dislodged. The pt lost a significant amount of blood and was admitted to the intensive care unit, however, no blood transfusion was performed. Surgical removal of the stones was successful. It was also indicated the pt developed pancreatitis and anemia. F/u revealed surgical removal of the stones had been scheduled. Therefore co believes stone size may have been a contributing factor to this event. The uf destroyed this device, therefore, no evaluation will be available. Dfu's: co's directions for use state: "if the calculus cannot be removed from the basket. Follow standard surgical considerations for surgical stone removal...possible complications include, but may not be limited to: pancreatitis...stone impaction...bleeding."